Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty fsr.(gold) motor passed motor test. Pump monitored for several days and no blank display or pump rewinds itself during testing. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump received with missing end cap sticker, scratched lcd window,scratched keypad overlay, cracked reservoir tube lip, scratched case and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.